Event description:
A guideliner v2 catheter was being used in a clinical procedure when the pushwire separated from the catheter shaft. The separated portions of the guideliner v2 were retrieved from the patient without impact.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.